Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery or blank display noted. Moisture damaged found on lcd board and mother board. Unit had minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was around 240 mg/dl. The customer states that the insulin pump fell in the pool after someone knocked it over while the device was sitting on top of some towels. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.